Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] -all channels: micrococcus luteus, moraxella osloensis and staphylococcus epidermidis (the total is 6 cfu/endoscope.) [Second time; (B)(6), 2021] -all channels: aspergillus (3 cfu/endoscope) [third time; (B)(6), 2021] -all channels: pantoea sp., moraxella osloensis and staphylococcus warneri (the total is 31 cfu/endoscope.) [Fourth time; (B)(6), 2021] -air/water channel: staphylococcus epidermidis, moraxella sp., sphingomonas and rhizobium (the total is 7 cfu/channel.) -auxiliary channel: pseudomonas sp. (1 cfu/channel) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found followings. The glue of the bending rubber was worn out. The remote switch printed-circuit board cover was corroded. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.